Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to corroded keypad traces. No moisture damage on motor assembly or electronic assembly was noted during visual inspection.

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 400 mg/dl. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer stated that the pump fell into water. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.